Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 315 mg/dl. The customer stated the pump alarm after battery change. The customer has not received multiple battery alarms when batteries are out of the pump for less than one minute. The customer was advised to monitor the pump. The customer was advised that we are sending a battery cap as a courtesy. The customer stated that the no delivery alarms happened when it was time to change the pump. The customer was advised them that no delivery alarms can happen with empty reservoirs and that he may get an email about that from us.